Event description:
Meter was displaying the redo check strip message. The patient performed several check strip tests; the results ranged from 77 to >500 mg/dl compared to the specified check strip range of 79 to 105 mg/dl. When the customer care representative asked if patient sought medical attention, the patient stated that they went to the doctor because of high reading and not feeling well. The doctor increased insulin regimen. Patient mentioned that they also tested on another meter that gave high reading also. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) confirmed that the check strip was in good condition. The ccr walked the patient through conducting two consecutive check strip tests; both fell outside of the specified check strip range. Based on the two failed check strip tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.